Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2005 and a sling was implanted. The patient continues to experience pain, erosion of her internal bodily tissue, increased incontinence, fatigue, bleeding, infections and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported the patient underwent a mesh removal surgery on (B)(6) 2011 due to erosion and vaginal bleeding. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.